Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error was confirmed as having occurred in the field, but not replicated in house. The unit was installed onto a golden system and no related issues were found. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit passed all required tests. Upon visual inspection, there was contamination found on dof 7(axis 6).

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, customer encountered error # 23087 on universal surgical manipulator (usm) #2 during the self-test. System restart did not resolve the issue. The customer disabled usm #2 and the surgery proceeded with a 3 arm configuration. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the performed surgery was partial nephrectomy. Ports were not placed.